Event description:
It was reported by the patient that their pdm (personal diabetes manager) experienced a thermal issue while charging and will no longer power on. The patient reported the device was hot, smoking and emitted a burning smell. It was not provided if the patient was using the charging cable provided with the device. No impact to the patient's blood glucose levels was reported. The patient did not require medical attention or treatment due to the reported thermal issue. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. In the case description, the user mentioned that the controller stopped working and the charger got hot and started smoking when attempting to charge. The controller showed no signs of plastic melting or warping around the charging port and no clear signs of burns expected of controllers getting hot during charging. Inspection of the charging port did find green and yellow debris on the charging connector as well as evidence of corrosion on the metal ring housing of the charging port. Due to the corrosion and debris inside the port, it is unclear if any burns occurred inside the port. The controller was received with white residue on the outside and the label wrinkled as if exposed to liquid. Removal of the back cover found a milky white substance between the back cover and the interior cover. Attempts to charge the returned controller were unsuccessful. When using the insulet mango-colored charger plugged into a charging adapter, the controller did not register the insertion of the cable. When attempting to charge the controller using an older insulet charging cable plugged into the computer, smoke was observed immediately at the charging port. The controller was unable to charge and turn on. The cloud system was checked for user-initiated log files and no logs were found to be available. The interior cover was removed and the internal components checked for any damages or deficiencies that would contribute to the thermal event. The fluid ingress indicators located on the pcb assemblies were found to still be white, indicating that fluid did not get deep into the interior of the controller, however evidence of the white substance was found on the charging circuit and on the exterior of the charging port. The observed fluid contamination and resulting corrosion contributed to thermal issues during the investigation, however it could not be conclusively determined if this contamination occurred during use or after the reported event. Without log files from the date of occurrence, it could not be determined if the controller encountered issues with turning on or a thermal event during use. The exact cause of the reported event could not be determined. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g6. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.